Manufacturer narrative:
Customer service conducted troubleshooting with the customer on (B)(6) 2018, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Following troubleshooting, the customer indicated that the suction was still low. A replacement device was sent to the customer. In follow up with the customer on 02/12/2018 by a complaint handler, the customer alleged that she developed mastitis in (B)(6) 2017, but was not prescribed an antibiotic at the time, and then again on (B)(6) 2017, at which time she was prescribed an antibiotic. She indicated that she does not currently have mastitis and that the replacement pump was working without issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela llc that her pump in style breast pump had low suction. At that time, replacement parts were sent to the customer. On (B)(6) 2018, the customer alleged that she was still having suction issues with her pump and that she has had issues with clogged ducts previously and that she had mastitis about one month ago, but does not have it currently. She indicated that her nipple was going up in to the breast shield connector when using the 21 mm breast shields and she noticed redness on her areola when using the 24 mm breast shields. She has spoken with a lactation consultant over the phone and will be making an appointment to see one in person.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 02/20/2018. The device passed all suction and cycle specifications; however, it was noted that there was residue on the tubing. Refer to attached evaluation. The customer's complaint of low suction could not be confirmed. [(B)(4)].